Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure the touch panel to their hexavue custom room rack lost signal. The procedure was completed successfully following a short delay. No report of injury.